Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿imperfection in balloon due to process." The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities 3cc balloon: use 5 cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed on 21mar2023 with documentation showing the balloon was inflated with 10ml of sterile water. On 22mar2023 the catheter fell out of the patient and was found that the balloon was no longer inflated. This reporter reinflated the balloon and bagged the catheter, and after a day there was water in the bag and the balloon appeared to be leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was placed on (B)(6) 2023 with documentation showing the balloon was inflated with 10ml of sterile water. On (B)(6) 2023 the catheter fell out of the patient and was found that the balloon was no longer inflated. The reporter re-inflated the balloon and bagged the catheter, and after a day there was water in the bag and the balloon appeared to be leaking.